Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose was 50mg/dl at the time of incident. The customer reported his sensor glucose appeared lower overnight but it does not show a suspend, and was still in auto mode. The patient's current blood glucose was 165mg/dl. The patient had treated with food. The patient had been experiencing low blood glucose for about 3 days. The customer declined to troubleshoot as he had misunderstood the suspend feature. The insulin pump will not be returned for analysis.